Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. The device was reprogrammed to bipolar configuration and all measurements were normal. There were no stored episodes of noise and measurements prior to this had been stable. Technical services (ts) discussed further programming options. No adverse patient effects were reported. The lead remains in service.